Manufacturer narrative:
The device was not available for return. A device history record review (DHR), did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The injector used in this event is not a validated injector to be used with this iol and therefore, the most probable root cause is "user error". No corrective action is required.

Event description:
Reportedly, lens was loaded into the wrong cartridge. Customer used a bausch and lomb blis injector system instead of a 3-piece loading system. Lens did not have a smooth entry and the haptic was broken. Incision had to be enlarged to remove the lens without needing sutures.

Manufacturer narrative:
Additional information was received, indicating this event is not related to the reported device; and therefore, is no longer reportable.